Manufacturer narrative:
(B)(4). Date sent: 5/11/2023.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. Lot number x94w0r was provided. A manufacturing record evaluation was performed for the finished device lot number x94w0r, and no non-conformance were identified.

Event description:
It was reported that during an gastric bypass procedure in creation of the pouch, an ats45 failed to capture the stomach tissue twice. This required lots of sutures to repair. The rest of the procedure was completed with a powered echelon. After the procedure during the methylene blue test, the pouch failed. Requiring further sutures. Revision was needed and reinforcement with sutures, which extended operative times by 1 hour and 45 minutes. Patient has recovered.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by failed to capture stomach tissue? Describe the staple form? What meant by required lots of suture to repair? What color cartridge was used? Does the surgeon routinely use ats45 device for gastric bypass procedure? What is the patient¿s bmi? Were there potentially any patient factors that may have caused or contributed to the event? Describe in detail the internal process that will be conducted at the account prior to the device being returned? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.